Event description:
Information received from the field notes that the patient was scheduled for a pulse generator change due to pocket erosion. During the pre-explant examination, interrogation found the device in backup code a. The patient is not pace-maker dependent.